Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0x8e4, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a manufacturing representative (rep) and a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the lead was slightly protruding from the patient's lower back. The patient was concerned and had some pain. No environmental, external, or patient factors might have led or contributed to the issue. An x-ray was performed to confirm lead position, impedance was checked and testing for motor responses was also performed. There was a lead revision. The lead was tunneled deeper under the skin. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.